Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. The patient reported a syncope episode, while gardening, the day before. The patient was admitted to the hospital, and a revision procedure was completed the next day. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. The patient reported a syncope episode, while gardening, the day before. The patient was admitted to the hospital, and a revision procedure was completed the next day. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.